Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the ime of the incident was 756 mg/dl. The customer reported that she was throwing up, had diarrhea, and was having difficulty breathing. Customer stated that she was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 161 mg/dl. Troubleshooting showed that two no delivery alarms had occurred, but did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.